Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that plugging another systems can into the system did not resolve the issue. Checking the internal and external connections and the logs of psu and scu revealed no issues. Active connectors on the scu were checked and noticed that the port where the trackers was connected was functional. Microcal was launched and displayed everything was connected. Cranial was launched and the issue remained. Cables from the I/o panel were swapped and then plugged into their original ports. Green lines were present and the tool card was green and the microscope was being tracked. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the system was having trouble tracking microscopes. The site had a few systems at the site and all but one worked with all the microscopes without issue. This system, however, was working intermittently. With a new cable, it would not get a green line nor track and with the older cable, it would work sometimes. If the system was able to get a green line, the tool card would say disconnected and still be unable to track. There was no patient present.